Event description:
The customer initially reported that the device stopped working. The device was returned to covidien and inspection found that the jaw seal plate was missing. The site was notified of this issue and indicated that the missing part may have been thrown away when packing the device to be returned for evaluation or may have been in the biohazard bag used to bring the device from the operating room.

Manufacturer narrative:
(B)(4). Date of initial report: 06/18/2013. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.